Event description:
Information was received indicating that a smiths medical cadd infusion pump had a possible over delivery. There were no reported adverse events.

Manufacturer narrative:
A1 and h6: additional information was received indicating that the issue occurred during testing. There was no patient present at the time of the event.

Manufacturer narrative:
A picture was provided by the facility that shows significant evidence of bubbling or degradation to the downstream occlusion or dso seal. The product was not returned so the cause of this degradation will be unable to be determined. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.